Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented over merlin.net transmission with non-sustained rv oversensing episodes, far-p oversensing was observed. Patient received inappropriate shock due to oversensing. Ventricular egm channel was sense amp, so could not evaluate capture fully. There appeared to be loss of capture on far-field/discrimination channel. Lead dislodgement was noted. Physician elected to replace both lead and device. Patient was fine after replacement.